Manufacturer narrative:
We are now investigating this case.

Event description:
Adverse event: anaphylactic shock. On (B)(6) 2011 - a (B)(6) year-old female pt who is a nurse consulted nearby orthopaedics. She was diagnosed with osteoarthritis of the right knee based on x-rays. She received 1st injection of artz dispo. She experienced redness and warmth of the right knee. On (B)(6) 2011 - she visited the orthopaedics and told her experience to the injection physician. The physician told her to try once more injection of artz dispo and 0.5% procaine hydrochloride. About 10 mins after she received that injection, she experienced strange sensation of eyes, nasal congestion, and heavy nasal discharge, pharynx closed sensation and cough. And then became dyspnoea. She grew in patience for a while but had no improvement. About 20 mins after the injection, she consulted another clinic. She presented with dyspnoea, severe cough, marked pharyngeal oedema, and bulbar conjunctiva hyperemia at the clinic. She received a shot of saxizon (hydrocortisone sodium succinate), and bosmin injection (adrenaline). She improved. She received infusion drip of fructlact, saxizon and asphagen after that. On (B)(6) 2011 - she recovered. The physician related the event to artz dispo because the pt had anaphylactic shock clearly after the injection.